Event description:
Boston scientific received info that this right atrial (ra) lead had dislodged. A revision procedure was performed. This lead was explanted and another MFR's ra lead was successfully implanted. No adverse pt effects were reported. This lead has not been returned for analysis. Should additional info become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.